Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 240 mg/dl due to not filling the tubing with insulin after it was changed. The customer was busy after changing out the tubing and did not want to fill the tubing. Tandem technical support educated the customer on how to fill the tubing.